Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had withdrawal symptoms that started approximately a week ago. The pump reservoir was checked, and it was supposed to have 15 ml of drug left, but it was completely empty. The patient denied any symptoms of overdose at any point. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The physician put saline into the pump reservoir and was able to withdraw it all out without difficulty and verified that 40 ml of medication was injected into the reservoir at the last refill. The pump was then refilled with medication, and the patient was going to be monitored. It was unknown if the issue was resolved at the time of the report, and it was indicated that the healthcare provider had no further information to provide regarding the event.